Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 500mcg/day via an implantable pump. The patient¿s medical history included spasticity. It was reported that the pump pocket was infected. There were no environmental, external or patient factors that may have led or contributed to the issue. The pump was explanted. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.